Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The customer's blood glucose was 206 mg/dl. The customer stated that she had already removed the reservoir and tried manually pushing insulin through the tubing. The customer was successful in doing so but still received a no delivery alarm afterwards. The customer believed there was an issue with the reservoir. The customer declined troubleshooting. Advised replacement sensors and infusion sets would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.